Event description:
It was reported surgical intervention may be undertaken due to pain at the ipg site. An incision and drainage procedure of the ipg site was completed on (B)(6) 2013. The physician does not believe the site is infected. Follow-up identified the ipg was moved to the opposite side of the hip on (B)(6) 2013. Postoperatively the scs system is functioning properly and there are no signs of infection. The issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.